Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was up to 400 mg/dl at the time of incident and other blood glucose level was 460 mg/dl. Customer was declined for troubleshooting for high blood glucose events as she was working with her trainer. The customer was changes set to try to correct but then checks and blood glucose was still high and has to change set again. Customer also reported that her insulin pump got caught on a door and broke insulin pump clip. The customer stated that she was not on auto mode until. Customer reported that she noticed bent cannulas with the sets when they removed during high blood glucose event bent cannula troubleshooting per. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, ozp-mmt-7020-snsr, unomed set.